Event description:
Our affiliate is reporting that during an arthroscopic shoulder procedure, a portion of the distal tip of a s90 electrode broke off into the patient's joint space. All of the fragments were retrieved from the body, and the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.